Event description:
Livanova deutschland received a report that, during a procedure, the arterial clamp displayed error defective for not closing clamp - reading - arterial clamp defective. According to customer, the alarm was displayed only when connecting to patient. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11: livanova deutschland manufactures the arterial clamp. A livanova field service engineer was dispatched the customer and was able to reproduce multiple times while on site. Replaced tubing clamp. Performed all tests as per preventive maintenance. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
D.4 the sn of the affected clamp was provided. Relevant fields have been updated h.4. The sn of the affected clamp was provided. Relevant fields have been updated: h.11. A livanova field service engineer was dispatched the customer and was able to reproduce multiple times the reported problem (arterial clamp getting stuck open). The fse replaced tubing clamp, performed all tests per preventive maintenance and returned the device to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Event description:
See initial report.

Manufacturer narrative:
H11. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on the investigation findings, the most likely root cause of the event can be attributed to one or more of the following factors: a mechanical malfunction, such as a blocked clamp spindle; defective hall sensors within the erc stator; a defective electronic board. Given the manufacturing year of the unit (2018), it cannot be excluded that wear of electro-mechanical components, potentially influenced by the specific operating conditions at the customer site, may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.